Event description:
The pt did not take properly care of her catheter because the catheter showed an infection. The catheter was removed.

Manufacturer narrative:
The complaint of infection is inconclusive. Infections generally stem from poor maintenance, access or placement technique or the pt's physiology. All bas products must meet stringent sterility and pyrogenicity testing requirements before they are released to distribution. The MFR maintains a validated sterilization cycle that ensures this product was sterile and non pyrogenic upon customer receipt; so long as the integrity of the MFR's sterile seal has not been compromised. Catheter related infection is listed in the product IFU as a possible complication with indwelling vascular devices. The complaint file documents that the pt had an infection prior to device placement. The sample that has been implicated for infection was not returned for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.